Event description:
It was reported the device delivered more medication than it was programmed to, and the patient was overmedicated as a result. No symptoms were reported as the result of the overmedication.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for the device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to be confirmed and a root cause cannot be determined.